Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Interrogation revealed high out-of-range right ventricular (rv) lead shock impedance measurements from (B)(6) 2018 timeframe. Current shock impedance measurements are stable and within normal limits. As such the patient will be monitored. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Interrogation revealed high out-of-range right ventricular (rv) lead shock impedance measurements from september/october 2018 timeframe. Current shock impedance measurements are stable and within normal limits. As such the patient will be monitored. The device remains in service.